Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 511 mg/dl. Customer's wife stated that he was trying to give a bolus and that's when they noticed the motor error alarm. Customer's wife stated that her husband is in bed all day. Customer was assisted with clearing the alarm. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer's wife stated that she still wants to use the pump even though she was advised against it. She stated that she will try to give her husband a bolus and she ended getting a no delivery alarm. No additional information provided.